Event description:
There is no additional information provided from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information, corrections and results of the legal manufacturer's final investigation. Please see correction to d4 lot no. Which should have been blank in the initial emdr, and updates to d4udi, d8, d9, d10, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope displayed an error and would not connect to the tower. There were no reports of patient harm.